Manufacturer narrative:
(B)(4): the customer, a biomed engineer, examined the device and verified the reported failure. The biomed then opened the device to look for any loose connections internally and observed that a cable (unknown) was not fully seated. He found that the cable was not fully seated and that the locking ears were not fully engaged. He then re-seated that connection and ensured that everything else was secure before putting the device back together again. After his repair the device powered on. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomed, contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.